Manufacturer narrative:
.

Event description:
The reporter stated the surgeon implanted a 12.0mm icm 120v4 implantable collamer lens in 2008. The lens was explanted the following month, due to excessive vaulting. Subsequently the pt experienced narrowing of the angle, angle closure and shallowing of the anterior chamber. An iridectomy was performed. The lens was exchanged for a shorter lens.